Event description:
It was reported that on (B)(6) 2013, the patient had a 3.0x28 mm rx xience prime stent implanted in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient had an angiogram due to angina which found that the previously implanted 3.0x28 mm rx xience prime stent had in-stent restenosis, 90% stenosed. No treatment was performed but the physician discussed options for the patient and most likely the patient will be sent for surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional reported information indicates that the patient was sent for surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience prime, xience prime small vessel, and xience prime long length, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.